Event description:
A 37-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. According to available medical records, the patient experienced a wound complication on (B)(6) 2024, prior to the initiation of optune gio therapy, described as fluid leakage from the incision site, which was treated with oral antibiotics. On (B)(6) 2025, during a neuro-oncology appointment, the physician observed discharge from the surgical wound and the patient was evaluated by an infectious disease physician, who indicated that the area was probably not infected or had a minor infection. Cultures revealed "light" growth of normal flora. The patient remained on optune gio therapy, placing the arrays with minimal impact to the wound. On (B)(6) 2025, novocure was notified that the patient experienced skin irritation upon removal of the transducer arrays. An image provided depicted a wound dehiscence on the surgical resection scar and mild erythema associated with a skin erosion on the top of the head. Optune gio therapy was temporarily discontinued and resumed on (B)(6) 2025. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound dehiscence that might lead to a more serious event, requiring medical and/or surgical intervention cannot be ruled out. Skin reaction was related to optune gio, although not serious. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Additional note: manufacturer date of (B)(6) is may 3, 2020.